Event description:
Boston scientific received information that at the follow up high out of range impedances and an increase in thresholds were noted on the left ventricular (lv) lead. The physician changed the configuration which brought the pacing impedance back to normal range and thresholds had decreased. A fracture was suspected. A follow up has been scheduled and the lv lead remains implanted.

Event description:
--

Manufacturer narrative:
Upon additional information, this event will be updated.

Manufacturer narrative:
Additinal infomation recieved noted that a revison took place and a fracture was confirmed. The lv lead will not be returned.

Event description:
-

Manufacturer narrative:
At the most recent follow up a lead fracture was confirmed. A revision procedure is scheduled.